Event description:
The following has been reported: staff reported to biomed pump problem alarm. Biomed confirmed problem. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp clearly indicated a positive leak with the failed basic hardware check. Since the basic hardware check was successful when the pos-vent valve was overridden to stay open and the tubing was clamped, this is an indication of a positive vent valve failure. The valve was not inspected for the cause of the failure. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.